Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event history log was reviewed and there were no disposable messages. Functional check and visual inspection were conducted. The reported "double beep" issue could not be duplicated during the investigation. Fluid ingressions were found on the pump by the chassis base of the occlusion sensors. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed a "double beep no cassette" message. The issue was discovered during testing and there was no patient involvement.